Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center on the endoscope screen went blank. And a message appeared saying, 'please contact olympus'. The screen was restored by restarting the power. This issue occurred, during the diagnostic colonoscopy procedure. Which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint endoscope screen went blank, and a message appeared saying, 'please contact olympus.' The screen was restored by restarting the power was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The following are included in the instructions for use (IFU): when cv-290's instructions labeled "please contact olympus" and the error messages related to abnormal images were checked, the following were checked. Clv failure e100. Clv turret failure e200. Clv filter failure e201. Clv unit failure e202. Scope failure e218. Scope failure e219. Olympus will continue to monitor field performance for this device.